Manufacturer narrative:
The subject device was returned to the olympus repair center. The evaluation confirmed the customer¿s reported problem, the video connector lens was broken causing no image on any channel. The device has not been repaired before in the past year. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed via service request that the customer visera 4k ultra high-definition camera control unit has ¿no image¿, the video connector glass is damaged. The customer problem was found during preparation for use. The scheduled procedure was completed with another similar device. There was no delay, and no death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken lens could not be determined. Olympus will continue to monitor field performance for this device.